Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that the patient was hospitalized due to infusion set cannula bent event leading to infection at the insertion site on (B)(6) 2025.the insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was high and the patient was treated with correction pen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6), patient country: portugal.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6007518 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 air flow according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6007518 was manufactured according to the wi version 79 and packaging in the machine 12, on 09/jun/2024, with a total of (B)(4) units. Assembly: the lot 4e04415 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 08-jun-2024, with a total of (B)(4) units each. The lot 4e04414 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 03-aug-2024, with a total of (B)(4) units each. Bun: the lot 4e03736 was assembled according to the wi version 38, machine us06 and us05 on 07-jun-2024, with a total of (B)(4) units each. The lot 4e03737 was assembled according to the wi version 38, machine us06 and us05 on 08-jun-2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 27/may/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6007518 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.